Manufacturer narrative:
H10: additional narratives: updated b5 per new information received: edwards received notification that this patient with a 25mm aortic valve underwent a valve in valve intervention after an implant duration of 16 years and 11 months due to calcification leading to stenosis and regurgitation. As per the surgeons response, they believe it was natural wear and tear. The patient presented with short of breath before the procedure. A transcatheter valve was successfully implanted. The patient was noted as recovering successfully on ward, ready for discharge. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood.

Event description:
Edwards received notification that this patient with an unknown model aortic valve underwent a valve in valve intervention after an approximate implant duration of 16 years and 11 months due to calcification leading to stenosis and regurgitation. The patient presented with short of breath before the procedure. A 26mm transcatheter valve was successfully implanted. The patient was noted as recovering successfully, ready for discharge.

Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 25mm aortic valve has been placed under consideration for a valve-in-valve procedure after an unknown implant duration due to unknown reasons.